Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that insulin pump alarm sensor glucose versus blood glucose differences. Customer's blood glucose at time of incident was 110 mg/dl and the sensor glucose was 52. The customer was and explained the differences between sensor glucose and blood glucose.